Manufacturer narrative:
The technician found the pilot link assembly hardware was broken. The technician replaced the pilot link to repair the bed.

Event description:
Information received indicates, the trendelenburg function is not working.